Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, the device history record was not reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, immune status, and other co-morbidities), mechanical stress related to the valve¿s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards¿ tissue valve due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the cause of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the implant patient registry, it was learned that a (B)(6) patient underwent re-do aortic valve replacement due to severe aortic insufficiency and moderate to severe stenosis. A 25mm edwards surgical valve was removed and replaced with another 21mm edwards valve. The implant duration of the edwards surgical valve was 15 years and two months. Echo showed diminished left ventricular ejection fraction to 45%. Intraoperative findings indicated that the malfunctioning explanted bioprosthesis had extensive calcification at all three commissures. The annulus was partially debrided and a pledget suture was used to repair the endocardium and the area of the commissure between the left coronary cusp and the noncoronary cusp. Echo showed no leak and a well functioning new aortic bioprosthesis. The patient tolerated the procedure well and was taken to the cvicu in stable condition. Her postoperative course was complicated by atrial fibrillation. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint."